Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Manufacturer representative reported the patient's legs giving out resulting in the fall was not caused by the device/therapy and that the fall was unrelated to the patient's scs device. Reprogramming and reeducation was done on (B)(6) 2024 and the issue was reportedly resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-dec-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 21-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were trying to increase their stimulation, but they couldn't figure it out. Patient said they had left a message for their rep sometime last week, but hadn't heard back yet. Agent walked patient through how to connect with their ins via the mystim application, and patient was able to successfully connect. Patient stated they were on group b and tried to increase the intensity, but nothing was happening. Patient then stated they increased the intensity all the way to 5.2 from 3.5 in program 2, and still did not feel any stimulation sensation. Agent reviewed general use of handset/communicator and how to change groups/programs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue for reprogramming. Patient mentioned they had a fall about 2 weeks ago where they fell on a toilet stool directly on their implant site, and their legs gave out on them and they bruised their right forearm. Patient also mentioned they went in to be seen by their hcp to address this issue, and rep was present at the appointment. Patient inquired how to increase stimulation, and was told to call rep back once they had equipment present. Patient confirmed they had not had a follow-up appointment to discuss the fall further, but at the initial appointment, it was determined that the patients leads had migrated upwards and have separated. Patient stated they took a picture of their body where they fell, and it looked devastating. Patient stated they have not had any luck with their healthcare provider returning their calls. Agent sent an email to the local reps in the patient's area to notify them of the situation. Agent reviewed role of rep with the patient. Patients stimulation in group b is not working due to fall agent sent email to local reps for visibility.